Event description:
It was reported that the pt had gained weight and since that time has had to "lift" the pump up in order to void. The pump was replaced. The pump was used to deliver bupivicaine and sufentanil. The pt outcome was reported as "no injury". Additional info has been requested from the hcp, a f/u report will be sent if additional info becomes available.